Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of main pcb and overlay damaged by liquid. The unit was triaged and the customer¿s reported condition was confirmed. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-08-04.

Event description:
It was reported to covidien that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, the service tech found burnt traces on the unit's overlay.